Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced frequent hypoglycemia after meal announcements while using the ilet, described as the system delivering too much insulin postprandially, with the lowest reported blood glucose of 40 mg/dl and recurrent lows despite multiple factory resets; the user discontinued ilet use and returned to pens. Symptoms included dizziness associated with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of the reported event details and device use history. Investigation of this case revealed no confirmed device malfunction and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.